Event description:
A customer reported the equipment displayed a system message and locked prior to a vitrectomy procedure. The procedure was canceled after the patient had received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates that cassettes were difficult to insert and eject. The customer did not approve the estimate for repairs. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).